Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump after receiving a no delivery alarm. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer's blood glucose level was 64 at the time of the incident. The customer also received a battery out limit alert. The customer stated that they had issues with the escape and act buttons. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.